Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (approximately 40 mg/dl). Reportedly, the customer stopped insulin delivery on the pump; however, the pump continued to deliver insulin. Customer ate food to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level was confirmed on the morning of (B)(6) 2015 during bolus request. User made four bolus requests on (B)(6) 2015. There were no erratic basal rate adjustments on (B)(6) 2015, but basal rate settings have since been lowered at the time of day the low bg level occurred on (B)(6) 2015. Basal rate settings may have needed to be adjusted down at the time of day the low bg level occurred. Basal rate settings have been adjusted down since low bg level occurred, and no other low events have been reported. There is no evidence that the insulin pump experienced a malfunction or failure.